Manufacturer narrative:
The reported upn number m0068403960 and lot number 00000105898 does not populate in the gcms system. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device was retained and not available for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 12, 2021 that a flexiva 200 tractip laser fiber was used in ureteroscopy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an lumenis p120 laser console. During the procedure, a piece of sheath coating broke off inside the patient's kidney. The physician attempted to remove the piece of sheath coating but was unsuccessful. The procedure was completed successfully with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.